Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Preventive maintenance performed and confirmed system met specifications as per sir (service installation record). Logfile review for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twelve successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the tolerable energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be determined conclusively, there is no indication device malfunctioned, device met specifications however, diffuse lamellar keratitis is not related to the device. Contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre- and post-operative medications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the patient had faint diffuse lamellar keratitis in the left eye of a patient, after lasik surgery.